Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿b/l cheeks¿ with 1.0 ml of juvéderm vollure¿ xc. About a month later, the patient was injected again in the ¿b/l cheeks¿ with 1.0 ml of juvéderm vollure¿ xc. Approximately after one month, the patient experienced facial numbness, slurred speech, off balance, swelling in filler areas and was diagnosed with tia, deemed not related to the device. Patient suspects with filler a cutaneous delayed inflammatory reaction which may have last attributed to the tia. Patient continues to have intermittent swelling in filler areas. Events are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00381 (allergan complaint (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm vollure¿ xc.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "facial numbness, slurred speech, off balance in filler areas and diagnosed with tia" (not device related) is considered an unexpected adverse drug experience.